Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation therapy cable. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector assembly and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed connector and determined that the low voltage pin had broken off in the connector which caused the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation therapy cable. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.